Event description:
It was reported that during a coronary bypass graft and aortic valve replacement, when switching from "open heart" mode to "cpb" (cardiopulmonary bypass) mode on the anesthesia machine, the invasive pressure monitor data specifically from the "cvp" (central venous pressure) line was correctly displayed as "cvp" in the "general" and "open heart" modes, but was incorrectly displayed as "pa" (pulmonary artery) in the "cpb" mode. This resulted in a misinterpretation of the real time "pa" at one point, resulting in an over-inflation of the balloon on the coronary sinus cannula. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
The hosp has not provided the serial number or software version of the device. Therefore, the serial number, 510(k) number and device manufacture date are unk.